Event description:
The manufacturer received information alleging a patient was smoking a cigarette while an oxygen concentrator was in use. The patient suffered facial burns and was hospitalized. The device was returned to the manufacturer's service center. The device tested and was found to operate properly. The device was scrapped due to the smoke odor despite the cleaning of the device. Product labeling states, "oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."